Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item management was an issue. A technical support specialist advised the customer to call in while the issue had arisen and not to receive any further reports regarding this issue, nor have we received feedback on our find since june 12th. The customer success manager for the customer was aware of the issue. The system functioned as intended after the technical support specialist resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the med-equivalent built was not working. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the med-equivalent built for this was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.